Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 3:35 am, the patient was awakened by a cgm alarm displaying a glucose reading of 49 mg/dl. At that time, the patient reported no symptoms of hypoglycemia. A confirmatory fingerstick blood glucose (fsbg) test was performed immediately, which showed 123 mg/dl. The patient performed a cgm calibration following this reading. A few minutes later, the patient experienced a loss of consciousness (loc). The patient¿s wife witnessed the event and administered gatorade. The patient regained consciousness within approximately one minute. No injuries were reported following the episode. At approximately 5:15 am on the same date, the cgm displayed a glucose reading of 242 mg/dl, while a confirmatory fsbg showed 182 mg/dl. The patient reported feeling well after the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.